Manufacturer narrative:
The subject cv-190 has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject cv-190 to determine the cause of this phenomenon when omsc receives it. Cv-190 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During laparoscopic inguinal hernia repair procedure using cv-190, the laparoscopic image disappeared suddenly from monitors. By restarting the system the laparoscopic image came back. This happened three times under the procedure. The procedure time longer than planned due to this problem. In the procedure, the patient was anesthetized. No patient injuries, because picture disappeared every time just when nobody was cutting anything. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-02388. The results of the following investigations were reported from (B)(4). The locking system of the video connector connecting the scope of the subject cv-190 was worn out. - the connector could be easily pulled out without pushing of the locking button, due to this the scope image abnormality occurred. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-02387. The subject cv-190 has not been returned to olympus medical systems corp. (Omsc). Omsc analyzed the DHR of the subject cv-190, no abnormality was found. The cause of the problem is not specified. There is a possibility that the electrical connection of the connector was lost due to ¿wear of the locking system of the video connector of the cv-190¿ reported from olympus (B)(4), and the laparoscopic image disappeared. There is a possibility that the wear of the locking system of the video connector is resulted from handling of the user.